Manufacturer narrative:
Previously reported should be (B)(6) 2019 rather than (B)(6) 2019. The device was returned due to advisory. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output and the device was normal, and no anomalies were found.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure.